Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD), experienced ventricular tachycardia and received two shocks. The physician requested technical services (ts) review device report and noted the first shock therapy accelerated the rhythm into ventricular fibrillation, and the second shock therapy converted the patient to sinus rhythm. No additional adverse patient effects were reported. The device remains in service.